Event description:
In this case the customer reported to the field service engineer (fse) that there was no communication available from the gantry microphones and the patient could not be heard by the operator. The fse determined the cause was from a failed microphone board which was replaced. There was no report of harm to a patient, operator or bystander.

Manufacturer narrative:
(B)(4). We will file a follow up MDR at the completion of the investigation. (B)(4).